Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The insulin pump was received with a corroded motor home switch. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had shut off without warning. The screen remained blank despite changing the battery. The blood glucose reading was 213 mg/dl. The customer treated with manual injection. The insulin pump had been brought into the bathroom and now water droplets were visible behind the screen. The display went blank immediately after this exposure. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.